Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, low atrial sensing was seen. During device change, the lead was assessed under fluoroscopy, revealing that the lead was not properly fixed in the atrial appendage. The physician was satisfied with the values; no further action was taken and the patient is stable.